Event description:
The technician reported that the account stated the nurse call does not function. No patient injury reported.

Manufacturer narrative:
The technician found the nurse call cable was not fully connected. Per the hill-rom user manual, warning: a communication cable must be used for beds that have nurse call. Failure to do so could cause patient injury. For beds that have nurse call systems, a communication cable must be connected between the bed and facility communication system. The technician reconnected the nurse call cable to resolve the issue. Based on this information, no further action is required.